Event description:
(B)(4). Initial and follow-up information received on 27-jul and 07-aug-09 respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate (B)(4). This case involves a male patient (age nos) who developed nodules on his face after receiving poly-l-lactic acid (newfill) therapy. Exact dates of therapy were not reported, but his last treatment was 1 1/2 years ago. Corrective treatment, if any, was not reported. Event outcome is unknown. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, as investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults. Reporter's causality assessment: not provided.

Event description:
It was reported that during an unknown procedure, a patient experienced a subcutaneous emphysema surgical complication. Additional information was requested. (B)(6).

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Three surgeons were performing the procedure together. This was a product evaluation by the hospital. One of the surgeons did not believe this was related to our device, rather that this type of thing occasionally happens and is a known surgical outcome. The other two surgeons think it is trocar related for the following reason. It is noted that the trocar has holes on both sides of the proximal end. The rep who was present noted that the surgeons (who are experienced) move the trocar up and down (but do not take it right out) during the case to accommodate the type of work they are doing. They are wondering if while the trocar is pulled up, if pneumo could come back through the holes and get trapped in the subcutaneous layer and if this could be the cause of the subcutaneous emphysema. The procedure was a sleeve gastrectomy. No actions were taken or required during the procedure to address the subcutaneous emphysema. The patient's hospital stay was extended by a few days. The hospital will not provide any patient related data. The rep will ask the surgeons if any treatment was required for this condition post operatively and if so what that was. Additional information was requested.

Manufacturer narrative:
(B)(4). The complaint was reviewed with an ees medical consultant and the following summary was provided: "after reviewing the documents in the complaint file, and a similar trocar, I can clearly see where there could be escape of co2 into the surrounding tissues resulting in subcutaneous emphysema. This should be a rare event, but not remote. The presence of subcutaneous emphysema can be distressing, but it is not a dangerous situation, should not be painful, and rapidly resolves." The analysis results found that the device was returned in good visual condition. Upon functional testing, the device was leak tested and passed and the penetration feature performed as intended. The instrument was found to be fully functional and conforming according to our manufacturing specifications. Please note the intent of the holes aid in reducing the pull of tissue into the sleeve during instrument/obturator removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.